Event description:
Patient representative reports that one or more biocell devices caused personal injuries and damages, including but not limited to the following: a diagnosis of bia-alcl, rashes, severe inflammation of lymph nodes, invasive surgeries to remove breast implants, capsules, lymph nodes, chemotherapy, radiation, multiple contrast-requiring and/or radiation-exposing scans, substantial hospital, medical and pharmaceutical expenses, loss of earnings, fear of cancer recurrence, emotional distress, pain and suffering. Patient representative also reported tingling skin and hair loss and total mastectomy leaving permanent scars which have been determined to be not device related. Pathological markers confirming alcl have not been received.

Manufacturer narrative:
Continued health effect - impact code 4: f2203. The event of lymphoma - alcl - suspected and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
A patient reported they experienced the events of ¿bilateral exchange of textured breast implants due to the patient¿s concern with the product¿, ¿breast is larger¿, ¿swelling¿, ¿feels discomfort", and ¿mammogram showed fluid around the implant¿. Device remains implanted. This record is for the left side.